Manufacturer narrative:
This occurred on an unknown date in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set had disconnected and leaked. This occurred during set up and priming. It was stated that the disconnection had leaked rocephin onto the bed. There was no patient involvement. No additional information is available.